Manufacturer narrative:
The calibration was valid, and the quality control was within range. The affected samples were centrifuged at 3500 rpm for 5 minutes. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2020-00605 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial results. MDR 1219913-2020-00606 was filed for the(B)(6) 2020 advia centaur xpt cov2g initial result. MDR 1219913-2020-00607 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial results. MDR 1219913-2020-00608 was filed for the (B)(6) 2020 advia centaur xpt cov2g repeat results.

Event description:
A customer tested 5 different patients with advia centaur xpt sars-cov-2 total (cov2t) and advia centaur xpt sars-cov-2 igg (cov2g). The customer obtained a nonreactive (negative) advia centaur xpt sars-cov-2 total (cov2t) result on one of the patient samples which was considered discordant when compared to the reactive (positive) results from alternate methods. A previous pcr result for this patient was reactive. The advia centaur xpt sars-cov-2 igg (cov2g) results were nonreactive (negative). The discordant results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant (negative) results.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00609 on december 4, 2020. Additional information - 12/07/2020. Siemens healthcare diagnostics has concluded its investigation of advia centaur xpt sars-cov-2 total (cov2t) discordant non-reactive (negative) result. Siemens reviewed the other assays being tested on the same instrument as cov2t and compared the finding with the table in customer bulletin #11537135, rev. A , random access capability for sars-cov-2 total (cov2t) and sars-cov-2 igg (cov2g). The table states that when using advia centaur xpt cov2t with software version 1.3.1 and higher and test definition 1.1 and higher in conjunction with folate, probe wash 3 and probe wash 4 are required. The customer is not running folate on the same instrument with cov2t. Advia centaur xpt cov2g and cov2t assays may not always correlate. The cov2g method measures igg antibodies and the cov2t method detects igg and igm antibodies. The cov2t method is more sensitive than the cov2g method. The limitations section of the advia centaur xpt cov2t instructions for use states the following: "a nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." Based on the information provided, advia centaur xp cov2t is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. Investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00605 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial results. MDR 1219913-2020-00606 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial result. MDR 1219913-2020-00607 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial results. MDR 1219913-2020-00608 was filed for the (B)(6) 2020 advia centaur xpt cov2g repeat results.